Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the station was in disconnected mode. A technical support specialist dialed into the station there were no disconnected mode. Then dialed into server confirmed last download, last upload, and last heartbeat were on current and confirmed with customer station was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was in disconnected mode, and multiple patients were not showing up. Customer rebooted the station, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.